Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that pieces of the valve were returned for analysis in 4% formalin solution in a specimen jar enclosed in plastic bags with two groups of paraffin blocks and a box with glass tissue slides. A large section of the sewing ring was received for analysis. The existing section of the sewing ring appears flat suggesting it was everted. Per instructions for use (IFU): ¿bioprosthesis implantation- take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ green and white multifilament sutures remain attached to the sewing ring. Small needle holes along the sewing ring show placement of implantation sutures. Pieces of the valve cloth cover were received for analysis. A remnant of a hemashield-like graft (artic repair) was r eceived for analysis. Valve tissue remains attached to the existing sewing ring. Two remnants of pannus, host tissue, were received for analysis. Radiography showed no evidence of calcification in the remnants of valve and host tissue. The analysis was unable to determine the probable cause of the pseudoaneurysm due to the whole freestyle valve was not returned. Without the whole explanted valve, a detailed analysis could not be performed. Everting the sewing ring may have also contributed to the event along with the patient's pre-existing condition. B7: relevant history updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 months post implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a different manufacturers product. The reason for the replacement was reported as due to a ruptured aneurysm of the left coronary sinus. It was also reported that the patient had symptoms of thoracic pain. No additional adverse patient effects were reported.